Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Therefore, 30 retention samples from bd inventory were evaluated by visual functional testing for proper activation and the issue relating to defective locking mechanism was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. While bd was unable to confirm this complaint for the indicated failure mode defective locking mechanism, bd has initiated further root cause investigation relating to the issue of defective locking mechanism through corrective and preventive actions (CAPA) 1465371. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced safety shield failure (shield breaks off from the needle) and a needle stick injury post use. The following information was provided by the initial reporter. The customer stated: per email: I just had an iop call me with a needle stick. She was engaging the safety guard on the hub and it broke off. She, unfortunately, stuck herself in the thumb because of it. (B)(6) 2021: bd tech (B)(6) , - "spoke with the customer. The catalog # is 368607. When the phlebotomist attempted to push the pink shield over the needle, the shield broke off and she stuck herself in the thumb. She follow the facility's protocol for needle stick injuries. This was the only occurrence, but she discarded the rest of the box.."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced safety shield failure (shield breaks off from the needle) and a needle stick injury post use. The following information was provided by the initial reporter. The customer stated: per email: I just had an iop call me with a needle stick. She was engaging the safety guard on the hub and it broke off. She, unfortunately, stuck herself in the thumb because of it. 13-aug-2021: bd tech (B)(4), - "spoke with the customer. The catalog # is 368607. When the phlebotomist attempted to push the pink shield over the needle, the shield broke off and she stuck herself in the thumb. She follow the facility's protocol for needle stick injuries. This was the only occurrence, but she discarded the rest of the box."